Event description:
It was reported that during a laparoscopic gastric sleeve procedure the first three firings with a black cartridge were fine with seam guard. On the fourth firing with a black cartridge and seam guard, the device locked out. The device was reloaded two more times with a black cartridge and seam guard and the device locked out for both of those firings. The surgeon chose to use black during this procedure because of the tissue being thick and there was a lot of adhesions. Another device was used to complete the case with no patient.

Manufacturer narrative:
(B)(4). The analysis results found that one was received for evaluation. Three (B)(4) partially fired were returned. After further analysis, the knife was noted to have a feature missing that can potentially result in the device locking out. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th, 5th, 6th firing. During which stroke did the event occur? 1st. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No.